Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. The date of manufacture cannot be provided as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a construct procedure the surgeon was using the stardrive screwdriver to install and tighten a locking cap and the tip broke off in the screwhead of the cap. Surgeon did not remove the tip and it remains in the patient.